Manufacturer narrative:
Cont. H.6: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted and replaced with non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted and replaced with non-abbvie device. This record relates to the right side.